Event description:
On (B)(6) 2014, this report was received from a (B)(6) physician. A (B)(6) female patient (height (B)(6) cm, weight (B)(6) kg). She was injected subcutaneously with a total of 0.4 ml of radiesse (strength 0.8 ml) for correction of nasolabial fold on (B)(6) 2013. The patient's medical history and concomitant medications were not provided. Reportedly, before administration of radiesse the patient did not have any problems. On (B)(6) 2014 further information was received. Resistance means solid, bordered, irregularly spherical, white formation on inner side of the lower lip, approximately 1 cm from the right corner of the mouth, with diameter of approximately 5mm. According to physician using radiesse there was no resistance. Radiesse was injected on (B)(6) 2013 to right nasolabial furrow and approximately 1 cm under right corner of the mouth. To right nasolabial furrow and under right corner of the mouth were altogether used 0.4 ml of radiesse. To the left side equal amount, also 0.4 ml. Extirpation means surgical removal of resistance. On (B)(6)2014 further information was provided. The patient underwent surgical intervention on (B)(6) 2014. The case was not fully resolved according to the hisological examination. The excision was not implemented with a full extension because of acinous structures affecting deep lip muscle. The complete excision of all granulomatous tissue would cause the total lip destruction. The physician considers the event as permanent damage. The physician did not consider the event serious. Outcome: not resolved.

Manufacturer narrative:
(B)(4). The device history record for reported radiesse lot was reviewed. All required testing specifications for this lot were met prior to release. No con-conformances were discovered that would have contributed to this event.